Event description:
It was reported that a tooth with a recurrent abscess was perforated during treatment with a protaper retreatment file (the doctor expressed the possibility that the tooth was already perforated prior to treatment, however). The tooth was extracted as a result.

Manufacturer narrative:
While there is no indication that the device malfunctioned in this event, because a serious injury occurred, this event meets the criteria for reportability. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.